Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had an infection of the pocket and extension site and they were admitted to the hospital on (B)(6) 2015. The patient had swelling and redness in their chest at the implantable neurostimulator (ins) site. Prior to the infection, the patient had been picking at their scab incision. The patient was started on intravenous antibiotics and on the day of this report the ins and extension were removed. The lead remained implanted and was capped. Cultures were obtained from several sites including the device pocket and the extension and lead connection site. Infection disease had been consulted. The patient was to continue antibiotics after the explant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient was okay. The manufacturing representative had tried contacting the patient for an update.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0qb90, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported the patient's lead was explanted so they had no implanted parts. The patient had recovered from the infection, but would not be moving forward with deep brain stimulation therapy.